Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on right side on (B)(6) 2008. The patient was revised on (B)(6) 2013 due to pain and elevated metal ion levels.

Manufacturer narrative:
The manufacturer did not receive devices, or x-rays for review. As no lot numbers were received for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported for several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. This is a bilateral patient. Left hip case is reported under (B)(4). Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
This case was reopened on june 08, 2016 to enter additional information which had been received on may 17, 2016. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 58/52 code r. Left side complaint : (B)(4).